Manufacturer narrative:
Concomitant medical products: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having infection at the pocket site. The pocket site got very warmed and almost hot. Symptoms of infection were redness and swelling. The infection was believed to be procedure related. The patient underwent an explant procedure and was prescribed an intravenous antibiotic. No device malfunction was suspected.